Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause was not determined. H.6 code 4755 was reported incorrectly on manufacturer device report 1220648-2024-13022. A new code was added to component codes.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Abiomed¿s long-term outcome and quality indicator impella registry found an entry regarding a patient that endured cardiac tamponade with a possible relationship to the impella device used: patient taken to the operating room due to cardiac tamponade. Found to have a bleeder from the mammary artery. Clipped. The patient recovered with no sequelae.